Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer¿s blood glucose level was 200 mg/dl. Customer also experienced low blood glucose. The customer was treated with bolus and injections. Customer also reported that the insulin pump had audio anomaly and they performed self test and insulin pump vibrated during tone test. The customer declined troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Insulin pump was tested with no audio/beep anomaly noted. Pump received with no physical damage noted.